Event description:
It was reported that during a gastric band procedure, the duckbill seal on the 15mm trocar was stuck open and pneumoperitoneum was being lost. The surgeon inspected the trocar, found that the seal was stuck open, removed the top 'toilet seat' of the trocar, in an attempt to close off the duck bill seal, at this time the seal came away from the trocar completely. The trocar was removed and another one opened. Surgery was prolonged ten minutes. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.